Manufacturer narrative:
E1 establishment name: (B)(6). E1 address 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The issue occurred during inspection for use and there was no patient involvement.